Event description:
It was reported that during a procedure the surgeon was tightening a locking screw using the counter-torque wrench and the teeth of the counter-torque wrench broke off. There were reportedly no fragments of the device left in the patient. The procedure was successfully completed. Surgery was delayed 3-5 minutes. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis pt identification: (B)(6). Device is an instrument and is not implanted/explanted. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. Orchid unique manufactured the countertorque wrench for cslp, p/n 324.067, and lot number uj03314 for synthes purchase order 1(B)(4). The suppliers certificate of compliance (dated 6/2/00) indicates the parts were manufactured to p/n 324.067 and met the required specifications. The parts were inspected and conformed to the synthes, incoming final inspection sheet number (B)(4), revision bo (completed 7/14/00). M(B)(4) was written for this lot for errors on the inspection sheet and product traveller. The paperwork was corrected with (B)(4) and the mrr was closed. There were no additional mrrs generated for this lot. Placeholder.